Event description:
It was reported by a customer that during a procedure on (B)(6) 2011, errors 210 and 235 were received from the laser system. Per the customer, the physician considered the case completed at the time that the errors occurred.